Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent thoracolumbar vertebra posterior fixation for screw removal due to infection. Intra-op, when removing the gray set screw using obturator, the driver broken off and the two on the left side could not be removed. Washing was performed and the operation was completed. When checking the product post-operatively, tips of both drivers were found twisted off in the direction of removing set screws. There were no fragment of the driver¿s tip remained in the patient's body. There were no patient complications reported due to this event.

Manufacturer narrative:
Product analysis results: visual and optical examination confirmed approximately 2.5 mm of instrument tip has been broken off, consistent with interface during usage. The tip just below the fracture has been twisted cw, consistent with torsional overload. Inspection of the material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material movement, consistent with torsional overload. This type of damage is consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.